Manufacturer narrative:
It was reported that patient underwent urethral diverticulectomy on (B)(6) 2005 due to urethral diverticulum. It was reported that the patient had two previous attempts at urethral diverticulectomy at an outside hospital and finally had a placement of a urethral sling for stress incontinence as well. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that the patient underwent panoramic diagnostic hysteroscopy and suction curettage on (B)(6) 2006 due to due to menorrhagia. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh excision on (B)(6) 2010 due to stress urinary incontinence.(B)(4).